Event description:
It was reported that during a da vinci-assisted other general surgery surgical procedure, the customer experienced an engagement issue with the medium-large clip applier instrument. When the surgeon attempted to remove the instrument, one tip did not work properly. The surgeon could not remove it easily. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use as usual. The problem was after closure of the clip, when the surgeon wanted to open the clip, and one tip fixed one part of hem-o-lock. They resolved the issue by closing the tip and instrument again. They were using a green hem-o-lok clip. They are not sure if the vessel or tissue bundle was greater than the specified diameter suggested. The clip applier had been used once or twice, but the problem was at the beginning. There was no harm to the patient and videos/images were provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it looks as though the instrument grips had difficulty releasing the clip. At least from the angle available, there doesn¿t appear to be any significant damage to the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The clip test was done three times in different positions and passed each time. The instrument was fully functional. No product issue was identified. The complaint regarding one tip did not work properly and was not easily removed was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.